Manufacturer narrative:
Additional information confirmed that fractured screw piece was unable to be removed from the implant. Therefore, implant was removed and discarded. The following sections have been updated: b1: report type; b2: outcomes attributed to adverse event; b4: date of this report; d11: concomitant medical products/ therapy date: unknown ; g4: date received by manufacturer; g7: checked "follow-up"; h1:type of reportable event. H2: checked follow-up type h3: device evaluated by manufacturer h10: added manufacturer narrative after investigation has been completed, a follow up medwatch report will be submitted.

Event description:
Additional information confirmed that fractured screw piece was unable to be removed and implant was removed instead.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A certain® hex try-in screw (5 pk) 3.4, 4.1, 5.0, 6.0mm(d) (item # iunits) and a 3i t3® tapered implant 5/4 x 11.5mm (item # bopt5411) were not returned. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item #/ item # and lot # (DHR/IFU/rmf). No pre-existing conditions were noted on the per. The reported device was located on tooth # 30 and was used for an unknown period of time. Pictures or x-ray images were not provided. DHR review for the reported iunits could not be conducted due to a lack of available lot #. A complaint history review by item number was conducted for the (item # iunits) dating back to 12 months from now. The complaint history review revealed that there are no existing nonconformances/ CAPA/hhe/d/ie/product holds for the reported device related to the reported event. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or devices (iunits). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The reported event description reports misuse of the reported product resulting in the alleged failure mode, making the definitive root cause user error. The following sections have been updated: b4: date of this report; g4: date received by manufacturer; g7: checked "follow-up"; h2: checked follow-up type; h6: entered evaluation codes; h10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier: not provided. Event date: not provided. Device lot number: not provided. Device not returned.

Event description:
It was reported that a screw (iunits) fractured while doctor was attempting to place an abutment. Doctor torque the screw down and screw broke off within the implant. Fractured piece was not removed yet. Tooth location 30.